Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months after the implant date. D6b: explant date: a year ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20075989. UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) caused pain to patient. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.